Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. On 22-jul-2016 it was reported that the patient was doing fine sunday ((B)(6) 2016). He woke up monday with back pain and severe spasms. The patient had been in the hospital since monday. He could not eat and drink. Pinched nerves and infectious diseases had been ruled out at the hospital. The hospital was not finding a reason for the pain. The patient was getting additional medication and it was not helping the pain. The patient was acting like he was going through withdrawal. The patient had been working in the yard and in the pool but no falls or trauma. On (B)(6) 2016 a rep was unable to see the patient because they would not be able to assist with reading an x-ray. The patient¿s pump managing physician did not have privileges at the hospital. A request had been made by the pump managing physician the morning of (B)(6) 2016 to have a localrep read the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.